Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had 'some unresponsive buttons' during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an issue with some buttons unresponsive was reproduced as the on/off button was not responding. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.